Event description:
A customer reported experiencing intermittent occlusion alarms, which caused their blood glucose level to display as "high", a specific value not provided. Elevated blood glucose was addressed with a site change and correction bolus via the pump. The customer resolved the situation by changing the infusion set and cartridge, then resumed insulin administration through the pump.